Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Returned true focus product will be shipped to nova biomedical for investigations. Most likely underlying root cause: (B)(6): passed open expiration date. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the true focus test strips are brownish in color where the sample should be applied. Customer advised that she is storing them in an unused bathroom and that the strips have been opened for longer than 4 months. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported. Customer was upgraded to true metrix product line.